Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer experienced a blood glucose level of 415 mg/dl and high ketones. Reportedly, the customer allowed the pump to enter storage mode due to not charging the pump. Tandem technical support educated customer on charging the pump on a daily basis.